Event description:
A (B)(4) distributor contacted zoll customer support to report that a patient's electrode belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of the electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the trunk cable connector was cracked. The orange (+5v) wire was open inside of the connector. The root cause for the broken connector could not be positively identified but was likely physical abuse. No adverse event resulted form the damaged trunk cable connector and open wire. The patient received a replacement electrode belt.